Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative regarding an external device. The reason for call was caller reported that the pt was trying to charge the implantable neurostimulator (ins) yesterday, which she does every 2 weeks. Caller stated the ins was 50% charging excellent and the ins finally got to 60% after a long time which was unusual. Then, the controller device 'shocked' the pt. Agent had caller reset the controller - caller had a difficult time putting on the back cover. The pt got on the line and stated they also have a defib on the 'other side'. Pt clarified that the shock was internal down their arm. Pt unlocked the controller and saw stim on group a; 2.1 and 1.8. Caller stated they have not changed the settings. Agent discovered that the recharger was supposed to be replaced in (B)(6). Pt was redirected to hcp to further address the shock. Pt will monitor ins charging with replacement recharger and call back if further assistance is needed.